Event description:
When the energy select switch is at the off position, the device remains on. There was no pt involvement.

Manufacturer narrative:
(B)(4). When the energy select switch is at the off position, the device remains on. There was no pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation. See scanned pages.